Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site. The patient underwent a procedure where the ipg was repositioned. Post operatively, the patient was stable.